Event description:
Two days after treatment with cosmoplast the pt presented with areas of red, indurated and pustules at the treatment sites. The physician cultured the pustules and prescribed oral omnicef. The physician diagnosis; abscess.